Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment and high defibrillation threshold. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field f10: device codes

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment and high defibrillation threshold. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that chest x-ray and fluoroscopy was done, and result showed that the lead was in same place as initial implant.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment and high defibrillation threshold. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that chest x-ray and fluoroscopy was done, and result showed that the lead was in same place on initial implant.